Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the large intestine during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare was extended, a "plastic debris like object" came out from the sheath. Reportedly, the physician opted to not remove the "plastic debris like object" from the patient. There were no issues noted with the device and the inner seal packaging. The procedure was completed with a completely different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device problem code 2944 captures the reportable event of foreign material present in device. Investigation results. Visual evaluation of the returned device revealed that the device has a foreign matter on the loop. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the large intestine during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare was extended, a "plastic debris like object" came out from the sheath. Reportedly, the physician opted to not remove the "plastic debris like object" from the patient. There were no issues noted with the device and the inner seal packaging. The procedure was completed with a completely different device. There were no patient complications reported as a result of this event.